Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose level on august 03, 2019. Customer's blood glucose level was 200 to 300 mg/dl. Customer was treated with insulin drip and insulin injection. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.